Event description:
A caller reported encountering cgm error 42 multiple times. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump and guided the customer on how to put the pump into storage mode before shipping it back with the provided pre-paid label. The customer confirmed their understanding of the instructions.